Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their stimulator helped after they got it and they were very happy when it was working, it had helped with their constipation and hemorrhoid and for their urinary issue it was wonderful but after a couple of years. They fell on their right hip, not the side where their device was, but after the fall their stimulator started acting weird. They noticed something that felt like a splinter where the wire is. They also noticed their bladder and bowel symptoms came back they have to change their diapers when they would get up every 2-3 hours during the night. They made an appointment at the doctor's office, but they didn't see the doctor, they met with the manufacturing representative (rep) who reprogrammed and that "kinda worked", but it did not keep helping. After that, it started hurting again and they started trying all the programs on their own , increasing the number and that worked for a little while, they tried all 7. Offered and assisted the patient to synch with their ins to potentially help with a therapy adjustment. They reported they were on program 7 at 8.5 and get the message: limit reached. They increased to max on other programs too. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Other information provided during the call: they said they have a "flat bum".

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va24aru , implanted: (B)(6) 2020, product type lead . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.